Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd ds headquarters in (B)(4) has been listed as OEM - (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while the patient was in the emergency room for an unspecified reason, a nasal sample collection was taken using a swab from a bd¿ universal viral transport kit, 3 ml, flocked regular. The patient was discharged and later developed blisters inside their nose in the area where they had been swabbed. The patient later went to their primary care physician for medical evaluation and was given antibiotics. The patient disclosed a preexisting latex allergy. The patient was reported to have made a full recovery.

Manufacturer narrative:
Investigation summary: the customer complaint is not confirmed. An investigation of the DHR as well as the sds for this product shows that latex/dry natural rubber is not present in the product and/or packaging for the product. A review of past complaints for this does not indicate a trend for this issue. A letter has been attached to be provided to the customer. Investigation conclusion: no samples were available. A review of the DHR and sds does not indicate the presence of latex/dry natural rubber. No trend is present. Root cause description: based on the investigation results to date the root cause was not determinate for the defect described in this complaint. Rationale: no CAPA is necessary as no defect was observed.

Event description:
It was reported that while the patient was in the emergency room for an unspecified reason, a nasal sample collection was taken using a swab from a bd¿ universal viral transport kit, 3 ml, flocked regular. The patient was discharged and later developed blisters inside their nose in the area where they had been swabbed. The patient later went to their primary care physician for medical evaluation and was given antibiotics. The patient disclosed a preexisting latex allergy. The patient was reported to have made a full recovery.